Manufacturer narrative:
The suction irrigator instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken distal clevis at the distal end. The distal tip was broken and completely missing from the distal end. The missing piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the suction irrigator instrument tip broke off and fell into the patient. The fragment was retrieved with a backup instrument during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no apparent defect. There was no known collision with another instrument or hard material. The tip was stuck in the trocar and came off. Upon final removal, the wrist may not have been straightened. The surgical staff felt resistance upon removal of the instrument through the cannula, but they did not notice any damage to the cannula or any other damage to the instrument after the event occurred. All fragments were retrieved, which was confirmed visually. The procedure was completed robotically with no additional impact to the patient due to the issue, and no additional procedure was required. The patient was inpatient but had not returned to surgery for complications due to a foreign object. There were no images or video recordings available for review.